Event description:
Pressure wave form over damping was observed right after catheterization was started. Evaluation only.

Manufacturer narrative:
Device has not yet been returned for evaluation. As soon as device is returned, an evaluation will be conducted, and the results will be included on a follow-up report.